Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer could not be recovered. The drawer did not read the rest of the cubies and did not allow cubies to be ejected or released. It appeared that the connection between the drawer and cubies was failing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 could not be recovered and it did not read the remaining cubies and did not allow ejection or release. A field service engineer (fse) found that intermittent failures in multiple pockets, then replaced the controller board, after which normal functionality was restored to resolve the issue. The system functioned as intended after the field service engineer repaired the device.